Event description:
It was reported that the device had an illuminated service indication and had logged multiple potentially critical fault codes. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on the event to the FDA as provided by 21 cfr 803.56.